Manufacturer narrative:
(B) (4). (B) (4).

Event description:
It was reported that as the surgeon inserted an icm120v4 11.5mm implantable collamer lens in the left eye, the sponge was dislodged between the lens and cartridge, resulting in the lens being cut during insertion. The lens was removed and the back up lens was implanted without any pt injury.